Manufacturer narrative:
Concomitant medical products: 1103 lvad, implanted: (B)(6) 2018; 1125 outflow graft, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave exhibited a "significant drop" in amplitude and the physician noted a "noise" in the far field electrogram (egm). It was also noted that patient had multiple heart surgeries and received a left ventricular assist device recently. No intervention was performed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.